Manufacturer narrative:
Siemens has shown due diligence in attempting to receive more information and instrument files from the customer but the customer has not responded. With the sample times measured being very close to each other, it could be that the same sample was used for initial and repeat testing (for each patient) however, the lab instrument usually uses an edta purple top and the rp500/e usually uses a syringe or capillary device. Therefore, it could be two different sample devices on each instrument for each patient, but it is unknown if it came from the same collection time. No investigation possible without responses from the customer. The cause of this event is unknown.

Event description:
The customer reported that they received discrepant high total hemoglobin (thb) results on two patients compared to repeat testing on their laboratory analyzer.there is no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information and instrument files for further investigation. Investigation is underway. The customer stated that they replaced the measurement cartridge and is currently operational. The cause of this event is unknown.